Manufacturer narrative:
A sample device was not returned for analysis. Complaint and product history records were reviewed and documentation indicated the product met release criteria. Root cause has not been identified. There have been no other complaints in reported in the lot. The manufacturer internal reference number is: (B)(4).

Event description:
A non-healthcare professional reported that following an intraocular lens (iol) implant procedure, the patient experienced blurry vision. The lens was exchanged for a different lens 56 days after initial implantation. Hyperopic surprise was the clinical reason given for the explant. Additional information has been requested; however, further information has not been received.

Manufacturer narrative:
Based on information received, following submission of the initial report. This event does not meet criteria for reporting as a serious injury. The manufacturer internal reference number is: (B)(4).

Event description:
Additional information received and reported, that the iol was exchanged. For the same lens model, but four and half a diopter more power, indicating the correct lens power was not implanted initially. There is no reported defect or fault with the iol.